Event description:
10/10/96 - or procedure bunionectomy with internal absorbable screw fixation, 16 mm in length, right foot. 10/31/96 pt returned for repeat surgery due to displaced osteotomy (r) foot. Pt had "orif 1st metatarsal (r) foot with pain fixation with .062 k-wire." The screw was found in 2 pieces upon removal.